Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information from a clinician that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements (>125 ohms) which was detected by the remote monitoring system. The clinician also noted that there was a noise oversensing episode that was suspected to be due to myopotentials. Boston scientific technical services (ts) was consulted and discussed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been generated for this system due to continued out of range shock impedance measurements. Additionally, the previously reported observation of noise has continued. No oversensing was observed. A boston scientific technical services consultant discussed trouble shooting with this caller. No adverse patient effects were reported.